Event description:
Outbound. Pt reports having no disposable, clamp tubing alarm on cadd legacy pump and tried the cassette (lot # mm250j01d1, exp 6/30/2022), on both pumps. Once she tried a new cassette, she was able to run pump without alarm. Pt does not have the cassette available for return. No further details provided.